Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clear tubing of foley bag kinks. Tubing kinks at junction where foley bag connects to clear tubing for a foley. This prevents urine from draining into the bag. The tubing looks to be too soft and easily bends on itself from the weight of the tubing where it interfaces with a rigid urine meter bag. Difficulty urinating because the urine is backed up in the tube customer reports multiple issues. At least quantity 10 affected.